Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance on the atrial lead. Chest x-ray was performed and revealed atrial lead insulation damage. The physician elected to explant and replace the atrial lead. The patient was recovering following the procedure.

Manufacturer narrative:
The reported events of low lead impedance and insulation damaged were not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.